Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Pump appeared to be operational, but flashing green light, so the ccp changed it out. The field service representative (fsr) verified the reported issue via a video provided by the customer. The fsr installed a new central process unit (cpu) board and reassembled the roller pump. The fsr completed a full inspection following the repair. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the sucker roller pump failed. The pump would not run through checks, just powers up and starts flashing right away. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.